Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose level of 44 mg/dl. The customer treated herself with juice. The customer called to troubleshoot for a lost sensor and sensor calibration issues. The sensor's cannula was bent. The product is being returned. Nothing further was reported.